Manufacturer narrative:
Date of event was reported as "about 6-7 months ago". (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought the implanted device was not working. The issue started about 6-7 months ago. The patient could not locate their programmer at the time of report, so no troubleshooting was able to be performed. They noted they were previously contacted by someone who worked for the manufacturer but this issue was not discussed as it was just to coordinate an appointment with the healthcare professional (hcp). The patient was redirected to follow up with their hcp for the issue. There were no further complications reported or anticipated.